Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a false negative result for a csf (cerebral spinal fluid) culture in association with the bact/alert® fa plus bottle. An internal biomérieux investigation was performed. Complaint information indicated the csf cerebral spinal fluid (csf) sample was tested with negative results after incubation for the maximum time of 15 days, but the bottle contained a visible fungal ball. The sample, csf fluid, with the addition of blood recorded a negative result after seven (7) day incubation. The test was repeated and after more than seven (7) days the bottle was not flagged positive but visible growth was seen in the bottle. The customer removed the fungus for identification and determined the species to be aspergillus. The bottle reflectance readings over eight (8) days of incubation showed a change in reflectance of only 282 units, which is consistent with a negative result. The investigation examined the bact/alert ® manufacturing directions, including the quality control release testing documentation, and all results were within specification. Quality assurance subsequently released the lot for distribution to the field on 18mar2016. The involved bact/alert® fa plus IFU was reviewed and the intended use does not include fungal organisms. The bact/alert® fa plus bottle performed as expected. Root cause: customer error / off label use.

Event description:
A customer from (B)(6) reported to biomérieux a false negative result for a csf (cerebral spinal fluid) culture in association with the bact/alert® fa plus bottle. The customer reported that the fa plus bottle did not flag positive when there was visual confirmation of growth in the bottle. The bottle incubated for the maximum time of 14 days without a positive alert. The subculture was positive for aspergillus and confirmed by maldi-tof. The customer repeated the test with the csf sample, with an addition of blood to the fa plus bottle. It incubated for greater than 7 days and did not turn positive. The customer reported patient treatment was not affected. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.